Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker detected out-of-range impedance measurements on both the right atrial (ra) lead and right ventricular (rv) lead. The ra impedance measurements were no provided. The rv impedance measurements were reported to be greater than 2,000 ohms. The rv lead polarity was programmed to unipolar and the outputs were increased. No programming changes were reported for the ra lead. The patient is not pacemaker dependent and no invasive intervention is planned. The patient will be called back to the clinic for x-rays and provocations. Additional information received indicates that an x-ray was unremarkable and provocation maneuvers were unable to create any noise. Due to the patient's advanced age and limited therapy usage the decision was made to monitor the patient. No intervention was performed and the device remains implanted and in service.